Event description:
Pt complaint of severe unsatiatable itching as well as experiencing severe spasms (mostly centered in the extremeties). F/u with hcp revealed pt has had intermittent episodes of baclofen withdrawal symptoms. Pt experiences severe itching and spasms severe enough pt requires restraint to prevent injury. Pt used oral baclofen, increased intrathecal dose and valium in attempt to control symptoms without success. 11/2002 catheter tubing was visualized with good placement at t9 and no observable kinks. Dye study was also done 11/2001 - negative for abnormalities of the catheter. No report of irregular performance of the pump. The pump and catheter were replaced in 11/2002. Pt is stable post operative.